Event description:
Reporter stated that patient received the following results on active system compared to a professional meter within 10 minutes: 99 mg/dl (active system) and 258 mg/dl (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).